Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient reported ¿left side deflation, pain and has brown fluid when the implant was removed¿.

Event description:
Patient reported ¿left side deflation, pain and has brown fluid when the implant was removed¿. Device has been explanted.